Event description:
It was reported that after a supply change on an ilet bionic pancreas, the user experienced hyperglycemia with a peak blood glucose of 302 mg/dl, which trended down with ongoing insulin delivery and returned to 143 mg/dl later, consistent with troubleshooting and education completed for high glucose. Symptoms included elevated blood glucose without reported acute complications. Outcomes included transient impact to glucose control that resolved without medical intervention or hospitalization. Investigation included customer service follow-up, review of device-reported glucose values, and user-reported fingerstick confirmation. Investigation of this case revealed that insulin delivery appeared effective as glucose declined into range following the reported high. It was concluded that the hyperglycemia occurred with cause unclear and that the device functioned as intended as glucose normalized. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.